Event description:
The customer reported that the central nurse's station (cns) did not alarm during a patient arrhythmia event.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm during a patient arrhythmia event. The cns was monitoring 28 bedside monitors (bsms) total. The patient experienced arrhythmias a few more times throughout the night, and the cns did not alarm. The customer provided log files for nk ts to examine. Nihon kohden quality review (nk qr) requested information on the type of arrhythmia and pictures of the expanded waveforms. No patient harm or injury was reported. Investigation summary: since it was crucial to obtain the expanded waveform to determine the rate, and the information was not made available, further analysis was not possible. The root cause could not be determined with the available information. Detection of arrhythmia events are dependent on factors that can vary: patient condition, signal quality, lead placement, alarm settings, alarm limits, etc. There is no indication that the device has malfunctioned.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm during an arrhythmia. The cns was monitoring 28 bedside monitors (bsm(s)) total. The patient experienced arrhythmias a few more times throughout the night, and the cns did not alarm. The customer provided log files for nk ts to examine. Nihon kohden quality review (nk qr) requested information on the type of arrhythmia and pictures of the expanded waveforms. Nk qr also requested information on the analysis mode and the bsm software version. The customer provided the information and reported that they were using single analysis mode. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were used in conjunction with the cns. Bedside monitors, model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm during an arrhythmia.